Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test" was not reproduced. Device was sent for downstream occlusion test for high, low and medium settings with passing results. A review of the event history log revealed "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the downstream current reading out of range. The force sensor no-tube and force sensor scale-factor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion test during preventative maintenance. The expected and actual infusion time, volume and flow rate were failed at 1.22.8 psi 2.22.5 psi. There was no patient involvement. No additional information is available.